Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device had a worn seal, worn bearing, was frozen/would not move, moving parts did not move smoothly, did not function, illegible labeling etch, cosmetic damage, cosmetic damage-worn, corrosion/rusting/pitting and component damage. It was further determined that the device failed pretest for general condition, marking & labeling, check the saw blade screw coupling, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the device did not work. It was reported that there were no delays to a surgical procedure. It was not reported if a spare device was available for use. It was reported that the procedure was completed as intended. There were no reports of injuries, medical intervention or prolonged hospitalization. This event did not occur during surgery. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.